Event description:
Caller reported that cartridge was damaged on multiple occasions throughout the past three weeks, totaling three to four incidents. There was no adverse impact to customer¿s blood glucose level, with no instances exceeding 500 mg/dl (27.7 mmol/l). Customer successfully changed the cartridge and resumed insulin therapy. No additional information was available regarding the return of the damaged cartridge.